Event description:
It was reported that a patient's spike connector cover and their transfer set separated during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.